Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced both brake casters and the steer caster to repair the bed.